Event description:
Pt receiving fentanyl 45 mcg every 5 mins via abbott pca pump. Nurse placed new cartridge in pca pump - 10 cc or approx 450 mcg delivered in 5-10 mins. Pt discovered extremely groggy - pupils pinpoint - diaphoretic. Immediately given narcan .2mg intravenous push x 2 doses. Pt transferred to ICU as a precautionary measure.